Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses delivered and recorded properly during testing. No daily totals, basal, bolus or delivery anomalies noted.

Event description:
It was reported that the insulin over-delivered insulin. Customer received a square wave bolus she did not program. Customer advised that the insulin pump will be replaced. Nothing further reported.